Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the patient reported that she has experienced 3 leaky cartridges within the past year. She stated that each time insulin leaked into the cartridge compartment of the infusion device and she dried the compartment with a cotton swab. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.